Manufacturer narrative:
Device alarmed compromised force sensor system at 4.0 pounds during prime/compromised force sensor system test due to force sensor resistor damage by moisture. No traces of moisture noted at electronic, motor or keypad assemblies. (B)(4).

Event description:
Customer reported via phone call that the device was exposed to moisture. There was condensation under the screen. Device had a blank display and black line travelling across the screen when the button was pushed. Customer's blood glucose was 407 mg/dl. Device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.